Manufacturer narrative:
Block b3: exact date unknown, event occurred several months from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4). Batch: 7104586.

Event description:
It was reported that the patients pain pattern had changed over time. The patient underwent a revision procedure wherein the leads were repositioned and remained implanted. The patient was doing well postoperatively.